Event description:
It was reported that a flogard compatible blood set backflowed. The set was being used on a flogard infusion pump during a blood transfusion. An hour and a half after the transfusion was started, the pump alarmed. The user noted that the blood bag had overfilled with the blood. The status of the patient remained the same. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.